Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary. No devices or photos were rec'd; therefore the condition of the components is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correction fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of x-ray and/or prod or further info. Eval codes: the device history records were reviewed and found to be conforming. It is not suspected that the prod failed to meet spec. The investigation could not verify or identify any evidence of prod contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.